Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 10mg/ml at 1.950mg/day and morphine 5mg/ml at 0.9751mg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported the patient was experiencing pain due to their pump moving more midline towards her belly button. The healthcare provider stated that they were tapering the patient¿s pump therapy dosing. It was also noted that the patient was seeing long lockout intervals, 9 hours 12 hours. The pa dose was 0.300mg, lockout 1 hour, dri 1/1 and max 1. The programming was reviewed and confirmed that the ptm was likely working as it should. No further complications were reported.